Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit drill bit ø1.8 w/marking l110/85 2flute. While no definitive root cause could be determined, it is probable that the drill bit ø1.8 w/marking l110/85 2flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 310.509, lot: 45p1096, manufacturing site: bettlach, release to warehouse date: 06 march 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during open reduction internal fixation surgery for distal radius fracture on (B)(6) 2021, the surgeon was drilling the bone with the drill bit via a sleeve, and the drill bit broke. The surgeon noticed the breakage when the drill bit was pulled out from a sleeve. The fragment of the broken drill bit was removed, and it was confirmed that nothing left in the body with x-ray. In the opinion of the surgeon, the drill bit may have been broken due to excessive stress during drilling. The surgery was completed successfully with no delay. There was no effect on the patient. This report is for a 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).